Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge alarm 1 occurred during bolus delivery with multiple cartridges. A new cartridge was successfully loaded to address the event. Additionally, it was reported that the customer received a power source alert. Customer declined further troubleshooting for this issue as it had reportedly been resolved. The customer's blood glucose level was 134-206 mg/dl.